Event description:
The hcp reported the pt was experienncing withdrawal symptoms including nausea, vomiting, and irritation. The hcp felt the system was underinfusing. The catheter was determined to be occluded, was explanted, and replaced.